Event description:
Sharashidze, v., chung, c., nelson, p. K., shapiro, m., riina, h., nossek, e., & raz, e. (2024). Pipeline embolization device as a standalone curative approach for recurrent sigmoid sinus davf. Interventional neuroradiology: journal of peritherapeutic neur oradiology, surgical procedures and related neurosciences, 15910199241282780. Https://doi.org/10.1177/15910199241282780. Medtronic review of the literature article found a case report in which a 74-year-old male patient presented with ear fullness and hearing loss. The patient was treated for dural arteriovenous fistula (davf) first with a combination onyx and non-medtronic nbca glue embolization. Post-operative imaging confirmed obliteration of the davf. There was non-serious stenosis of the right sigmoid sinus post-op but the patient's symptoms resolved. However, 1 month after the onyx embolization, the patient experienced new and more intense symptoms of stabbing pain behind the right ear, headache, and right-sided facial numbness. Imaging confirmed davf recurrence of a higher grade, with inverted flow observed in the sigmoid and transverse sinuses which explained the significant worsening of the patient¿s clinical status. The patient underwent another procedure in the pipeline embolization device was used off-label to treat the davf. A phenom 27 microcatheter was used to delivery two pipelines which were implanted overlapping across the sigmoid sinus, covering the inflow of the davf in the sigmoid sinus while preserving patency of the vessel. The davf was resolved and remained resolved even after 2 years of follow-up.

Manufacturer narrative:
B3. The event date is the date the article was published online. G4. Since the onyx model information was not reported in the article, the PMA/501k # is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.